Event description:
The customer reported the subject device intermittently rebooted during a laparoscopic adrenalectomy. The procedure was completed with a similar device. There was no harm or patient injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. Upon evaluation of the device, the allegation of intermittent rebooting was not confirmed. It was observed that the display disappeared due to a faulty current rectifier (cr) board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the screen would freeze and black out. However, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.